Event description:
Dentist used an acrylic resin to fill cavities below the gum line. Resin containes "milacsic acid." Resin can only be desolved by ethynol gasoline. However the acid from foods can make resin soft. When resin becomes soft, it can move. Pt says the resin in her mouth has moved into her sinus and towards her eye. Pt says food acids can disolve the "milacsic" acid from the resin which is a health hazard.